Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the returned product found signs of repeated use and one of the impactor arms has fractured off. Device was submitted for further analysis. Analysis determined the features of the fracture surface and mode indicates either an overload failure or low cycle fatigue culminating in overloaded failure as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The device has a potential field age of 7 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 visual examination of the provided pictures identified one of the legs was broken. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during multiple use of the instrument the side fractured. No pieces fell into the patient. Attempts have been made and not further information has been provided.